Manufacturer narrative:
Problem code 2610 for the reportable issue of bands failed to deploy. Investigation results: only the ligator head was returned for analysis. The handle was not returned with the device. A visual examination of the returned component found seven bands present which were moved out of their original positions. It was also noticed that the ligator head teeth were bent. The suture was found cut; one portion was attached to the ligator head and the other portion was not returned. Based on the evaluation of the returned complaint device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity and which could have contributed to the reported issues. Also, it is likely that the suture was cut to remove the device from the scope and this condition is not considered as an issue of the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the elastic band got stuck on the ligator head and would not fire. Reportedly, the device was removed from the patient, and the procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the elastic band got stuck on the ligator head and would not fire. Reportedly, the device was removed from the patient, and the procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.